Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/28/2016, to report that the patient experienced a skin reaction under the sensor on (B)(6) 2015. The sensor was inserted at the abdomen on 12/28/2015. The reaction was described as painful, itchy, raised, welts, and the sensor was removed with a piece of skin on it. Affected area was treated with prescribed cortisone cream. The date of the prescription is unknown. No additional event or patient information is available.